Event description:
It was reported that a small volume intermate was observed to have particulate matter inside the bladder. The unit was filled with meropenem. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address the issue of particulate matter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection verified a solid white particle, approximately 0.70 mm in size, floating in the fluid of the bladder. The particle was in the fluid path. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir) scanning. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.